Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in an unknown lesion that was severely calcified and moderately tortuous. During the procedure, the 3.0x15mm maverick2 monorail balloon catheter ruptured. Atmospheres and number of inflations is unknown. The balloon was removed intact. It was replaced with a different device and the procedure was continued. The patient status is listed as good with no complications reported.